Event description:
The customer had reported false positive reactions caused by what he thought to be carry over of a patient sample with an anti-d when testing on tango optimo. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. A field service gave no indication for any instrument malfunctions that may have been causative for the reported issue. The samples that had caused the false positive reactions were sent to bmd. Testing is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer had reported false positive reactions caused by what he thought to be carry over of a patient sample with an anti-d when testing on tango optimo. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. A field service gave no indication for any instrument malfunctions that may have been causative for the reported issue. The customer did send in the patient sample that has caused the false positive test result on tango optimo. Retesting with this patient sample in (B)(4) confirmed the carryover event and associated it to the left needle when pipetting subsequent plasma. The anti-d titre was tested to be 1:800 (2+). Since the carryover could be reproduced on one of our tango optimo instruments, any adverse influence of the device in question on the reported problem can be excluded.

Manufacturer narrative:
This is our initial report on this incident.